Event description:
Additional information received indicated that the patient had an original craniotomy surgery in 2006, then an autolitt procedure on (B)(6) 2009. The patient then had another craniotomy on (B)(6) 2009 for the tumor "seeding". The patient has since expired due to unknown reasons.

Event description:
It was reported that following an ablation procedure, there was recurrence along the probe tract, known as tumor "seeding". This required the patient to have an additional surgery to manage the seeding. There were no further patient complications reported in relation to this event.